Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of "system error 322" alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items was found during evaluation of the device.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "system error 322" alarms was confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The processor printed circuit board were replaced was replaced.